Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent dexcom g7 continuous glucose monitor (cgm) pairing status of "pairing with sensor," with attempts to re-pair and toggle settings; it was later discovered the sensor was also connected to a dexcom receiver, which can interfere with pairing, representing an intermittent communication failure due to multiple connections present with the sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 when the sensor was also paired to another device, consistent with sensor communication failure due to limited connection availability and no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-device connection settings, resolved by standard troubleshooting.